Event description:
It was reported that during a da vinci si pyeloplasty procedure, the surgeon was unable to take control of the instrument installed on patient side manipulator (psm) arm 2 while manipulating the master tool manipulators (mtm) on the surgeon side cart. The site replaced the installed instrument; however, the issue recurred. The surgeon switched to psm 3; however, the issue persisted. Unable to resolve the issue, the surgeon made the decision to complete the planned surgical procedure using open surgical techniques. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the intuitive surgical, inc. Field service engineer (fse) was unable to replicate the customer reported failure mode. The cable tension on patient side manipulator (psm) arm 2 and psm 3 were found to be within specification and the system passed functional testing with no issues noted. The fse reviewed the site's system logs and found that no system errors were generated that would have caused or contributed to the issue experienced by the site. The psm is an instrument arm located on the patient side cart and provides the sterile interface for the endowrist instruments. On (B)(4) 2013, isi contacted the initial reporter of this complaint. The initial reporter indicated that there were no system error codes or warnings noted when the issue occurred. The surgical staff contacted their isi clinical sales representative (csr) for trouble shooting assistance to resolve the issue. The site was advised by the csr to contact isi's technical support engineering for trouble shooting assistance. The initial reporter indicated that the surgeon declined to contact technical support and made the decision to convert to an open procedure. There was no injury or harm to the patient and the patient tolerated the open procedure well. This complaint is being reported due to the following conclusion. The surgeon was unable to gain control the psms, causing the surgeon to convert to an open procedure. As of (B)(4) 2013, there have been no reported recurrences of the issue at this hospital.